Manufacturer narrative:
Manufacturer's ref. No: pi1-1bsiq5l it was reported that a patient underwent an atrial fibrillation procedure with a stockert ep-shuttle radio frequency generator and the foot pedal delivered continuous radiofrequency. The physician pressed the pedal and when he removed his foot he noticed that the pedal did not release and therefore continued ablation. Defective part was replaced. The device was also subjected to pm, safety and functional testing and all tests passed.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a stockert ep-shuttle radio frequency generator and the foot pedal delivered continuous radiofrequency. The physician pressed the pedal and when he removed his foot he noticed that the pedal did not release and therefore continued ablation. He pressed it several times in order to get it released again. The distance between the remote and the closest magnet was approximately 60km to the next rmt system. This event is MDR reportable because if the foot pedal gets stuck and cannot turn off the ablation, then there is risk for patient injury.

Manufacturer narrative:
Additional information was received on october 17, 2017. The device history record review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No: (B)(4).